Event description:
Caller reported that a cartridge alarm occurred during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). There was no adverse impact on the customer's blood glucose level. The customer, having experienced cartridge alarms with consecutive cartridges, was instructed by technical support to use the current pump for backup therapy while awaiting a replacement pump. Technical support confirmed the shipping address and sent a replacement pump with updated software. The customer was advised on how to receive and return the pump and indicated understanding and compliance with these instructions.